Event description:
Patient underwent a single chamber pacemaker with the 3830 rv lead placed in the his bundle. Postoperatively, there was documented tachycardia and excessive bradycardia. The lead appeared to be in a stable position on x-ray however the physician thought the variability in capture may have represented an exit block rather than a lead dislodgement. However, the physician opted to take the patient back to the operating room for lead revision. There was no injury to the patient and he was discharged to home.